Manufacturer narrative:
(B)(4). G2: foreign: south korea. Literature: kwon, s.; lee, m.; lee, h.; hwang, j. Gs hip nail versus affixus hip fracture nail for the intramedullary nailing of intertrochanteric fractures. J. Clin. Med. 2023, 12, 6720. Https://doi.org/10.3390/jcm12216720. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on and unknown date due to intertrochanteric fracture. Immediately postop x-rays showed a mismatch in rotation. Six (6) months postop x-ray showed reduction loss and the progression of varus deformity, with the lag screw experiencing cut-out. Subsequently, the patient underwent a revision surgery on and unknown date.